Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump received with cracked case at display window corners and display window. The insulin pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when they attempted to bolus. It was also found the buttons were unresponsive on the insulin pump when the insulin pump was powered off and then back on. Customer's blood glucose was 175 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.